Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
A 4.0x20mm liberte bare metal stent was unpacked and it was noted that there was a ¿default of the screw thread which permits the puncture with the balloon. No patient injury or complications occurred. The procedure was completed with another liberte bare metal stent. Additional information was requested but is not available.